Manufacturer narrative:
Correction: this complaint will be cancelled. This is a duplicate complaint of pr#: (B)(4), MFR report # 3006948883-2019-01204 that has already been reported for malfunction. H3 other text : see h.10.

Event description:
It was reported that bd vacutainer® sst blood collection tube has no label. This was discovered before use. The following information was provided by the initial reporter: before use, the customer found 1ea tube has no label.

Manufacturer narrative:
(B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd vacutainer® sst blood collection tube has no label. This was discovered before use. The following information was provided by the initial reporter: before use, the customer found 1ea tube has no label.